Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a stroke 6 months ago, and then had a blood clot, and had lymphodema and that the device moved. Patient noted their device was implanted on top of left cheek and it had moved to the bottom, and they could not sit on that side. Patient mentioned it was not working and that their symptoms came back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, to resolve the ins moving down, they were having it replaced.